Event description:
During treatment for an ischemic stroke, the physician introduced a penumbra system reperfusion catheter 032 into the patient. The physician noticed that the catheter was not allowing aspiration and removed it. A segment of the catheter was described as "flattened". This MDR is associated with MDR 3005168196-2012-00115.

Manufacturer narrative:
Device investigation: the distal section of the catheter is flattened, starting 27 cm from the distal tip of the catheter. Results: a 0.032" mandrel was introduced into the catheter hub and advanced distally. The mandrel moved smoothly until the tip reached 27.3 cm from the distal tip of the catheter and forward motion stopped. The catheter is non-functional. Conclusion: the flattening of the catheter noted in the complaint is confirmed. Due to the appearance of the flattening, it is likely that the catheter was either withdrawn from the patient through a kinked delivery catheter or flattened in tortuous anatomy. It is not possible to determine the exact cause of the flattening because of the limited details provided in the complaint description. The manufacturing records for this lot was reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion code: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.